Event description:
It is reported that after a few minutes of using the product, the end-user's skin presented with redness and itching everywhere product was applied.

Manufacturer narrative:
Based on the available info, this event is deemed a serious injury. It is reported that end-user discontinued use of product. In addition, end-user applied skin prop, and thoroughly washed skin which resolved itching as a result. No additional patient/event details have been provided to date. A return sample for evaluation is not expected. Should additional info becomes available, a follow-up report will be submitted. (B)(4).